Manufacturer narrative:
The motor in question may have caused the sensation, or it may have been the result of handpiece vibration or other factors. Though there was no report or injury, this incident would be considered a malfunction which, if it were to recur, could possibly result in permanent impairment of a body structure or function or result in an injury requiring medical intervention to preclude such, particularly in individuals with pacemakers. Furthermore, there have been previous medwatch reports submitted pertaining to the same malfunction of similar devices. Therefore, this event is reportable per 21 cfr 803. The device was returned to the physical MFR and evaluated and found to possibly contain a "bad ground wire." The wire was re-soldered.

Event description:
It was reported that two patients experienced an electrical shocking sensation during use of an aseptico endo dtc motor; no injury resulted.